Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated by the customer, the spring arm rear cover fell on a patient post operation. There was no injury reported however we decided to report the issue based on the potential as any parts falling down might be a source of contamination or injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to incident. In the time when the event occurred the device was being used for patient treatment. During the investigation it was found that this event is the 4th case reported to getinge regarding detachment of the cover on the powerled. The reported scenario has never led to serious injury or worse. The manufacturer has performed an investigation for that case. According to the results of the investigation there are two factors that could cause a fall of plastic cover. Potential root causes of the fall might be due to an incorrect attachment of the dust cover during installation on-site or a detachment might happened due to repeated collisions. Collisions could occur during handling of the device, however they are considered as an inappropriate use of the device by user. The operating manual includes the instructions to pre-position the arms prior to use in order to prevent damages. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights. As it was stated by the customer, the spring arm rear cover fell on a patient post operation. Our technician tried to obtain the information what model of surgical light is affected by the issue, however the operating room was affected and customer did not provide this information yet. There was no injury reported however we decided to report the issue based on the potential as any parts falling down might be a source of contamination or injury.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).